Event description:
It was reported that during a coronary stent procedure, the physician experienced deployment difficulties. The stent was not fully deployed. Upon removal the shaft of the delivery device broke. The stent was successfully deployed with another balloon. Pt status is listed as "okay".